Event description:
Additional information received reported the health care provider (hcp) had not seen or heard from the patient since the implantation of the device.

Event description:
The patient was admitted to the ER with ¿excruciating pain.¿ it was suspected that the device was ¿misfiring¿ but the ER nurse was not sure. Stimulation was in the wrong location. The patient was having stimulation that was coming from her back and wrapping around to her abdomen. Typically the patient would feel stimulation in her foot which was what the device was implanted for. The patient no longer felt stimulation in the foot and her foot was hurting. There was no known accident or incident related to the complaint. The patient recently moved and did not have an established health care provider (hcp) in the area. The patient did not have her patient programmer (pp) with to adjust or turn off the device. The patient had been in bed for the past five days which was around the time the issue started. A couple weeks later it was reported that the patient was admitted to the hospital on (B)(6) 2014. Ten days later, it was confirmed that a company representative came and saw the patient in the ER. The company representative stated it was a quick in and out visit. The device was programmed off. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).